Event description:
It was reported that patient had knee replacement. Post op, product clicks/pops, swelling. No relief.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding audible noise involving an x3 triathlon insert ps#7 9mm was reported. The event was not confirmed. The reported device was not returned for evaluation as it remains implanted. A review of the medical records and x-rays by a clinical consultant indicated that no confirmation of the event description are available. In a total knee arthroplasty for a valgus knee, patellar clicking is more common. The apparent slope of the tibial component may relate to clicking related to the ps tibial insert post. More clinical information is required to evaluate this early post-operative total knee arthroplasty complaint in this large male patient. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this event description. Device history review that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no previous similar reported events for the same lot number. The investigation concluded that the reported event could not be confirmed and the root cause could not be determined. The following new product was added to the complaint after the initial medwatch was submitted. Therefore, the product information will be referenced in the supplemental emdr (B)(4). Cat. No: 5520-m-700, triathlon mis baseplate #7, lot code: eclyx. Cat no.: 5551-g-381, triathlon asymmetric x3 patella, lot code: 07e9. Cat no.: 5515-f-701, triathlon ps fem comp #7l-cem, lot code: edaes.

Event description:
It was reported that patient had knee replacement. Post op, product clicks/pops, swelling. No relief.